Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself after being powered on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the system pcb assembly was removed for further evaluation. The device was scrapped and a replacement device sent to the customer. Physio further evaluated the removed system pcb assembly and determined that the single board computer was no longer functioning and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off by itself after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and observed that the device was unable to complete a boot cycle. Physio determined that the cause of this issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified. The cause of the reported power issue could not be conclusively determined.